Event description:
It was reported that while checking the condition of the balloon inflation of the tuftex over-the-wire embolectomy catheter prior to use, it was found that the balloon was unable to deflate. No injury occurred. The operation was successfully conducted using another catheter of the same model.

Manufacturer narrative:
The product was received for investigation. Inspection of the device confirmed the reported issue. The balloon was still inflated upon receipt of the device. The proximal ligature of the device was observed detached and slipped toward the distal end of the catheter, which moved the inflated portion of the balloon past the skive holes and resulted in the failure of the balloon to deflate. The device failed due to improper tying/gluing of the ligature during manufacturing. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. During manufacturing, 30 samples were selected for pull testing. All samples successfully passed the pull test.